Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the eos was normal. The clinical diagnosis was a loss of therapeutic effect (lower extremities). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that on (B)(6) 2018, patient contacted the clinic reporting worsening of lower extremity pain or loss of therapeutic effect on lower extremities. The patient was hospitalized and was unable to present to clinic for evaluation. On (B)(6) 2018, patient reported severe back pain and interrogation of device revealed battery was at end of service (eos). Patient was scheduled for a generator replacement. The etiology was reported to be related to device or therapy but not related to implant procedure. Device was replaced and issue was resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event.